Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician advanced the stent delivery system into the bile duct, and when he attempted to deploy the stent, the handle broke. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted 3 mm from the tip. The t-bar connector was detached from the outer sheath and the shaft was kinked at several locations along its length. This type of damage is consistent with excessive tensile force having been applied to the shaft. There was evidence of glue noted on the t-bar connector indicating that glue had been applied as required during the manufacture of the device. During analysis it was possible to retract the outer sheath by hand and fully deploy the stent. There were no issues noted with the inner lumen or the deployed stent. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician advanced the stent delivery system into the bile duct, and when he attempted to deploy the stent, the handle broke. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.